Event description:
The following catheter terumo navicross angled support catheter was inserted and used during an aif of the right lower extremity. The md and staff have used this catheter in the past and were familiar with the equipment. During the procedure as the md was removing the navicross the catheter was noted to have the tip broken off.